Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the MRI result, event date, and revision surgery. MRI performed on (B)(6) 2021 indicated the left-sided rupture. The event date was (B)(6) -2021. The patient underwent removal and replacement with unspecified allergan breast implants. The device was inadvertently discarded at the explanting facility and is not available for product evaluation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The relevant fields have been updated. Manufacturer's reference number: pc(B)(4).

Manufacturer narrative:
On 10-may-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo removal without replacement on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: rupture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 235cc mentor memorygel breast implant and experienced postoperative left-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mento received additional information regarding the date of explantation. The explanation surgery was postponed. On (B)(6) 2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021 to (B)(6) 2021. The relevant field has been updated. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).